Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, a product analysis could not be performed at this time and the reported event could not be confirmed. A medical investigation was conducted and confirms this is a complaint from china a literature review midterm results of primary total knee arthroplasty using genesis ii posterior-stabilized prosthesis". Author: zheng hongming. There were 107 patients bearing genesis ii posterior-stabilized prosthesis implants. A lateral femoral condyle fracture occurred after the femoral intercondylar osteotomy was completed. The article did not provide any further information. Smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
Literature case "midterm results of primary total knee arthroplasty using genesis ii posterior-stabilized prosthesis". Author: zheng hongming. In this study there were 107 patients bearing genesis ii posterior-stabilized prosthesis implants. It was reported that during total knee arthroplasty there was a case with intraoperative fracture of posterior lateral femoral condyle. The patient had rheumatoid arthritis and a long history of hormonal osteoporosis, and the inner, outer, anterior and posterior dimensions of the femur were very small (only the femoral prosthesis no.1 could be installed). The lateral femoral condyle fracture occurred after the femoral intercondylar osteotomy was completed.